Event description:
On (B)(6) 2011, pt reported she has not used the infusion device for 2 years because she was experiencing high and low readings. Pt stated her blood glucose level was going down as low as 14 mg/dl and 17 mg/dl. Pt reported when she received blood glucose readings of 28 mg/dl or lower, she goes into a mini coma where she does not know what is going on and is not coherent. Pt stated when she was at the hospital with the readings of 14 mg/dl and 17 mg/dl, she was "out." Pt's normal blood glucose range is 55-500 mg/dl. Pt reported she had to go to the hospital for her low blood glucose levels. Pt stated her blood glucose meter read 28 mg/dl and 27 mg/dl. Pt reported when she got to the hospital, her blood glucose level was 14 mg/dl. Pt stated she was given orange juice and when her blood glucose level came back up, they would start treating her with insulin. Pt reported they kept her in the hospital for a week due to bronchitis. Pt has copd. Pt stated she was not receiving any error messages. Pt reported there were no leaks or blood in the infusion set tubing. Pt stated there were no blockages in the system. Pt reported she was sick with bronchitis at the time. Pt stated she feels the infusion device was working correctly; it was just her body that was not working correctly. Pt reported her doctor has taken her off of the infusion device and placed her back on injections. Pt stated she is no longer on the infusion device and has not been for 2 years. Pt reported her doctor has placed her back on insulin shot therapy. Troubleshooting did not find any product issues. Pt stated she has not used the infusion device for 2 years because she was put back on insulin shot therapy. Requested return of the alleged infusion device.